Event description:
It was reported that the customer was receiving a motor communication error on the insulin pump. Customer stated that the insulin pump keeps telling him that he does not have any power. Customer stated that he received the alarm after he changed the battery. The pump resets and the customer receives the alarm again. When the pump finally came back on, he received an off no power alarm. Customer's blood glucose was 218 mg/dl at the time of the incident. Troubleshooting could not be performed since the pump was going through a loop. Insulin pump will need to be replaced. Customer declined to troubleshoot for the off no power alarm. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.